Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,17-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer released all cubbies in both auxiliary drawer 1 and 2 using the hardware test application and checked underneath for any missing medication. The fse opened every drawer and inspected behind and between the drawers, as well as inside the chassis cabinet around them. The customer checked the return bin, and all assets (main and auxiliary drawers) were moved to inspect underneath and surrounding areas. The fse did not find any missing medication and confirmed that there was no hardware failure. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, during physical medication search on ypi-ws2, one tablet of clonazepam 0.5 mg medication located in aux1 3.1 d5 was missing. However, there were no adverse events or injuries reported based on this event.